Manufacturer narrative:
Serial number, manufacturing date, expiration date, UDI, implant date, patient information, and physical manufacturing site are unknown since the serial number was unknown. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after receiving multiple shocks. It was noted that the patient had received inappropriate shocks due to oversensing right ventricular lead noise. No intervention was reported. The patient was discharged.